Manufacturer narrative:
Unit passed the self-test. No audio anomaly noted during testing. Unit successfully downloaded to thump and carelink. No pump errors listed in the pump downloaded history. No pump error 63 alarms noted in pump history download. All buttons function properly. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on 10/06/2025 11:54:03.000 in pump downloaded history. The j1 connector on pcb1 was locked properly during visual inspection. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails, label damage and cracked retainer. The p-cap/reservoir does lock properly. Pump passed required testing, and no audio anomaly noted during analysis. Keypad/buttons functioned properly during analysis and passed all required testing. No stuck button alarm noted. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump was still beeping, exposed to moisture and a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and pump was not exposed to change in altitude. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device would be returned.